Manufacturer narrative:
Due character limit e1 event site name (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra aortic balloon pump(iabp), there was a display failure. There no was patient involved.

Manufacturer narrative:
Updated fields- b4, e1(email), g3, g6, h2, h6 codes(investigation types, conclusion, findings), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse disassembled and cleaned the monitor contacts, flat cable and display board and disassembled and cleaned the display controller contacts pcb. Repair completed. Functional tests performed with positive outcome. The equipment was returned to the customer for clinical use.